Event description:
Corpak farrell bag: bag hung to vent gt during cgt feeds. During med administration clamp to patient inadvertently not unclamped entirely causing occlusion. Instead of alarming "occlusion" on the feeding pump the feed backed up into the farrell bag and began to leak around the bottom of the bag around the blue piece connecting the bag to the tubing. Bag replaced. Reportedly the next bag also leaked at another port closer to the patient on the next shift.